Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Flipping: unable to observe as it is not related to the manufacturing process. Hematoma: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported "large left breast hematoma", "flipped implant", and "475cc bloody fluid found" during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "475cc bloody fluid".

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported "large left breast hematoma", "flipped implant", and "475cc bloody fluid found" during surgery. Device has been explanted and replaced.